Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of a triathlon ts because of a peri prosthetic fracture at the tip of the femoral stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a tri press fit stem 24mm x 100mm was reported. The event was confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: ¿the primary harm involved is peri-prosthetic fracture following revision tka with a ts femoral component with a press fit stem. Limited documentation is presented to complete this assessment. X-rays show an apparently well fixed and satisfactorily positioned ts tka with a press fit femoral stem. There is an oblique fracture of the distal femur above the tka originating near the tip of the femoral stem. Several centimeters above this fracture the x-rays show the presence of the inferior most tip of a tha femoral stem. Cortices of the femur on both the ap and lateral x-rays demonstrate thinning indicative of some degree of osteopenia. The circumstances surrounding this particular fracture are unknown however the combination of prosthetic stems above and below a region of osteopenic diaphyseal bone puts the patient at increased risk with this complication. There¿s no evidence of implant or manufacturing defect presented.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because further documentation is necessary for determining the root cause. ¿the medical report indicated ¿the primary harm involved is peri-prosthetic fracture following revision tka with a ts femoral component with a press fit stem." "Limited documentation is presented to complete this assessment. X-rays show an apparently well fixed and satisfactorily positioned ts tka with a press fit femoral stem. There is an oblique fracture of the distal femur above the tka originating near the tip of the femoral stem. Several centimeters above this fracture the x-rays show the presence of the inferior most tip of a tha femoral stem. Cortices of the femur on both the ap and lateral x-rays demonstrate thinning indicative of some degree of osteopenia. The circumstances surrounding this particular fracture are unknown however the combination of prosthetic stems above and below a region of osteopenic diaphyseal bone puts the patient at increased risk with this complication. There¿s no evidence of implant or manufacturing defect presented.¿ no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of a triathlon ts because of a peri prosthetic fracture at the tip of the femoral stem.